Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, system new orders were not crossing. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, a technical support service (tss) mentioned that this could be caused by a network connection problem or a hardware issue, confirmed with the customer that the patient and orders were crossing. Tss confirmed with the customer that the issue was resolved. The system functioned as intended after the technical support service investigated this incident.

Event description:
It was reported that when using the bd pyxis¿ es server, system new orders were not crossing. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.